Event description:
Customer claims that during set-up, there is no alarm tone when motion is detected by the motion sensor. Customer tested the product with new batteries. There is no damage detected on the casing. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Product was requested to be returned for eval and has not been received. (B)(4).